Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the power switch due to a design related issue.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a previous version main switch was found and upgrade to a new version required in order to resolve the problem.

Event description:
A user facility reported to olympus that the device's power switch was stuck in the depressed position and the device would not turn on. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after replacing the device. There was no patient injury, associated with the problem, reported to olympus.